Manufacturer narrative:
The lot was manufactured from january 02, 2020 - january 06, 2020. The actual device was not available, however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph, which only showed that the device containing no fluid in the bladder. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.